Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle was missing from non patient end. Also reported needle clog and non patient end bending during use. Verbatim: consumer reported needle missing from non patient end. Also reported needle clog during injection. In a separate issue, the consumer reported needle bent at non patient end (consumer stated that he did not place the needle straight when he was attaching it to the pen so he knows it was human error). Consumer is not sure of the lot # because the needles were taken out of the box and mixed in a container with other needles. No re-use.".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle was missing from non patient end. Also reported needle clog and non patient end bending during use. Verbatim: consumer reported needle missing from non patient end. Also reported needle clog during injection. In a separate issue, the consumer reported needle bent at non patient end (consumer stated that he did not place the needle straight when he was attaching it to the pen so he knows it was human error). Consumer is not sure of the lot # because the needles were taken out of the box and mixed in a container with other needles. No re-use."